Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device history record was unable to be reviewed for this device since the serial number was requested, but not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, one side of the orange plastic levers was fully broken off from the orange plastic connector. The other side of the plastic levers was still intact to the plastic connector. However, the definitive root cause of the damaged connecting tube could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Serial number of the subject device has not been provided at this time. The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during reprocessing, the connecting tube broke by the reprocessor connector side. There was no harm or user injury reported due to the event. Patient identifier: (B)(4). Capture the complaints on the additional 7 connectors that were broken.